Event description:
It was reported that the guidewire came out of the package with debris on it. It was not used in the procedure. No further information was reported.

Event description:
It was reported that the guidewire came out of the package with debris on it. It was not used in the procedure. No further information was reported.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed the device met all required specifications. The guidewire was examined and a white colored substance along several places on the nitinol tubing was observed. Excessive polytetrafluoro ethylene (ptfe) coating was observed 35.5cm from the guidewire¿s distal end and ptfe coating was noted to be peeling off at 34.0cm and 38.5cm from the proximal section. From the condition of the ptfe peeling, it appears the torque device was not securely fastened onto the wire and had been dragged along its body causing the peeling. Since the device¿s directions for use (dfu) specifically cautions that insufficient tightening of the torque device can lead to ptfe peeling, the cause is considered to be use related. Foreign material was also observed in two places approximately 13.0cm from the distal end of the guidewire. The foreign material was saved and submitted for fourier transform infrared (ftir) spectroscopy. The report revealed the specimens to be cellulose fibers. Cellulose is commonly found as paper, cotton, rayon, cardboard and wood. Reviewing all information available the root cause was unable to be determined.